Event description:
The customer used brachyvision version 7.3.10 o create interstitial treatment plans for 7 pts with different treatment sites (including nasopharynx and base of tongue). Due to a misunderstanding of the fractionation concept of brachyvision all 7 pts were underdosed. For example, they planned for 10 fractions with a total dose of 35 gy but delivered only 0.35 gy per fraction.

Manufacturer narrative:
This report is based on information received from a third party or developed by varian medical systems.